Event description:
Patient reported their aligners have sharp edges that dig/cut into the inside of their mouth, lips, and the sides of their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.